Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ('during menstruation: heavy pains in left iliac fossa') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6)2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("onset of menstruation in great quantity with clots"). The patient was treated with morphine sulfate (actiskenan) and surgery (removal of essure under general anesthesia by unilateral salpingectomy). Essure was removed. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. The reporter commented: in 2011 patient had essure inserted in the left fallopian tube. She improved from symptoms after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ('during menstruation: heavy pains in left iliac fossa') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant treatment. No concomitant disease. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("onset of menstruation in great quantity with clots"). On an unknown date, the patient experienced complication of device insertion ("only one essure micro-insert was placed in the left fallopian tube"). The patient was treated with morphine sulfate (actiskenan) and surgery (removal of essure under general anesthesia by unilateral salpingectomy). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, dysmenorrhoea and menorrhagia with essure. The reporter commented: in 2011 patient had essure inserted in the left fallopian tube. She improved from symptoms after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: patient¿s date of birth, weight and height were provided; removal on the request of the patient; it was confirmed that only one essure micro-insert was placed in the left fallopian tube. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("during menstruation: heavy pains in left iliac fossa") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("onset of menstruation in great quantity with clots"). The patient was treated with morphine sulfate (actiskenan) and surgery (removal of essure under general anesthesia by unilateral salpingectomy). Essure was removed. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. The reporter commented: in 2011 patient had essure inserted in the left fallopian tube. She improved from symptoms after essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.